Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient who had an implantable cardiac defibrillator and two leads died eleven months post implant of the devices. Cause of death is unknown and will be requested.